Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that all of a sudden, the pre-existing pain in their back decided to return on the day of report. It was stating that if they move around too much, it gives them a heck of time and was currently dealing with itduring the call. It was considered to be a sudden change in therapy/symptoms. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.